Event description:
This lead became dislodged after the pocket was closed. The physician reopened the pocket later the same day and replaced this lead with another pacing lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. Coagulated blood was found in the lumen of the lead. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.